Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that a duplicate regulatory report involving this event has been identified. All further information involving this event will be reported through regulatory report (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot # known, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, UDI#: asku. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare professional (hcp) experienced difficulty in removing a lead. It was further reported that when the hcp started to remove the implantable neurostimulator (ins) and the lead under local anesthesia that ¿he couldn¿t remove¿ the lead. The hcp tried to separate the lead from the tissue adhesion up to the sacral bone area and to remove the lead strongly, but the patient ¿felt a strong pain¿ and it was decided to halt removal at that time. The lead was left in the patient at the conclusion of the procedure. The hcp planned to reattempt lead removal during the early part of the week following the initial report. It was noted the hcp thought he would try the removal under general anesthesia. There were no further complications reported or anticipated.